Manufacturer narrative:
Medwatch was sent to FDA on 12/17/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "facial swelling and heat are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and inflammation: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm voluma in the "mid face" and unspecified juvéderm ultra plus in the "lateral zygoma." A week later, the patient also got an injection with juvéderm volbella with lidocaine in the lips. Prior to injections, the patient was given a "topical numbing." Patient then had additional injections with perlane (cheeks) and restylane (lip) about 3 months later. A month after the last injection with fillers, the patient was bitten in the neck by a "flying insect." Four days later, the patient developed "facial swelling, heat." The patient was then reviewed and was treated with multiple sessions of hyalase and "kerflex." Symptoms have resolved. This is the same event and the same patient reported under MDR ID #3005113652-2015-00849 ((B)(4)). This is the first MDR submitted for the first suspected product, unspecified juvéderm voluma.